Manufacturer narrative:
The customer¿s reported problem was confirmed. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. The customer stated that there was no patient involvement.

Event description:
(B)(4). Patient or user involvement: no. Patient or user harm: no. Case description: customer reports their 8100 failing preventative maintenance for rate accuracy, and then not allowing the rate to be calibrated. Case resolution: - informed customer this is most likely due to the mechanism assembly. - recommended replacing mechanism assembly. - customer will move forward with replacing. Ended call.